Event description:
Caller reported a malfunction on the pump, which caused their blood glucose level to rise to 527 mg/dl. To address the high blood glucose, the customer administered a correction injection via mdi and did not require any third-party assistance. Despite resetting the pump with cts guidance, the malfunction code recurred, prompting cts to arrange for a pump replacement. The customer agreed to use mdi as a backup therapy to maintain insulin delivery.